Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, lymphadenectomy, and rupture.

Event description:
Patient reported left side "cysts", "rupture", "lymphadenopathy", and "edema." Patient later reported "capsular contracture, baker grade IV." Device has been explanted.